Event description:
It was reported that the pt received the recall notification letter. The pt states that he has had his hip aspirated and he has fluid on his hip. The surgeon is recommending revision surgery. The pt states that he is currently undergoing cancer treatment and cannot have revision surgery at this time.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.